Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01767.

Event description:
The patient was undergoing a coil embolization procedure to treat a pulmonary arteriovenous malformation (pavm) using ruby coil lps and packing coil lps. During the procedure, a ruby coil lp would not advance past its friction lock within its introducer sheath. Therefore, the ruby coil lp was removed. The physician then successfully implanted another ruby coil lp in the target vessel. Next, while attempting to advance a packing coil lp, it would not advance past its friction lock within its introducer sheath as well. Therefore, the packing coil lp was removed. The physician then successfully implanted another packing coil lp in the target vessel. The procedure was completed using two additional lp coils. There was no report of an adverse effect to the patient.